Manufacturer narrative:
Pump had cracked and bleeding lcd glass, cracked case at display window corner, minor scratched display window.

Event description:
The customer reported via phone call that the insulin pump is damaged. The customer's blood glucose reading was 58 mg/dl at the time of incident. Troubleshooting found that the pump was cracked at the display screen and may have been caused by customer falling into his door. Customer indicated that he had low blood glucose and was the reason why he fell. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.